Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg would not hold a charge. The ipg was replaced with an MRI compatible device and the patient was doing well postoperatively.

Manufacturer narrative:
Sc-1132 (sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patients ipg would not hold a charge. The ipg was replaced with an MRI compatible device and the patient was doing well postoperatively.